Event description:
It was reported when using the pyxis medstation es system tower door failed. The customer stated that tower door 2 was not opening at all, which caused a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to tower door 7 failure. A field service engineer replaced the latch column to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.